Event description:
Customer reported an a sub b with anti-a, in serum, with a weak subgroup of a not detectable with anti-a gel reagent. Anti-a1 in patient's plasma reacted in buffered gel with a1 cells, masking abo discrepancy.